Event description:
It was reported that overinfusion occurred while using as lvp 20d 3ss cv. The following information was provided by the initial reporter: it was reported that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. Verbatim: (B)(6) 2021-verbatim: it was reported an over infusion event involving fentanyl 3,200mcg/100ml. It was noticed that the pump was beeping and upon assessment by the nurse, it was found that the fentanyl drip was dry. The bag was hung on (B)(6) 2021 at 1127 and the pump was programmed at a dose of 3mcg (9.74ml/hr). It was mentioned that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. There was patient involvement. The patient was already intubated prior to the over infusion of fentanyl, and there was no adverse outcome as a result of the issue.

Manufacturer narrative:
Correction: the lot# and sample information was provided, and the following fields have been updated: d.2. Medical device lot#: 21039016. D.4. Medical device expiration date: 2024-03-10. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2021-07-28. H.4. Device manufacture date: 2021-03-10. Investigation: h.6. Investigation summary: one sample was returned by the customer for investigation. The set was investigated under (B)(4). Testing of the as-received customer returned administration set model 2426-0007 found a pin hole leak on the silicone tubing of the pump segment. Although damage was observed on the pumping segment of the as-received returned administration set, it is uncertain if the damage occurred during transport and handling of the set. There were no reports of a leak during the customer event. Concentricity analysis of the administration set¿s silicone pumping segment found that it was dimensionally within specifications. The probable cause of the customer¿s experience of an over infusion event is being attributed to a broken tab from the mechanism frame which may have lodged in the occluder finger of the cam. A device history record review for model 2426-0007 lot number 21039016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that overinfusion occurred while using as lvp 20d 3ss cv. The following information was provided by the initial reporter: it was reported that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. Verbatim: on (B)(6) 2021-verbatim: it was reported an over infusion event involving fentanyl 3,200mcg/100ml. It was noticed that the pump was beeping and upon assessment by the nurse, it was found that the fentanyl drip was dry. The bag was hung on (B)(6) 2021 at 1127 and the pump was programmed at a dose of 3mcg (9.74ml/hr). It was mentioned that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. There was patient involvement. The patient was already intubated prior to the over infusion of fentanyl, and there was no adverse outcome as a result of the issue.